Event description:
It was reported the pt could no longer feel stimulation. An impedance check revealed invalid contacts. Reprogramming to address the issues was unsuccessful. X-ray revealed the pt's lead was fractured at/near the lead anchor location. A review of the MFR's device record database revealed the lead was explanted and replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.